Event description:
It was reported to boston scientific an article published in the japanese journal of urological surgery, that a retrospective study was conducted to evaluate the outcomes of six patients treated with vapor steam therapy for difficult anterior lunate hyperplasia and for difficult anterior meniscal enlargement. The study conducted included patients who underwent vapor steam therapy from march to april 2023, with an average age of 73 years. The patients were treated in tokyo jikeikai ika daigaku fuzoku hospital or jikei university katsushika medical center. All patients underwent surgery under spinal anesthesia, and urethral catheters were removed on the fourth postoperative day in all cases. During postoperative period, was identified that one patient presented bladder reflux due to hematuria and there was another case of one patient that experienced urinary retention.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported to boston scientific an article published in the japanese journal of urological surgery, that a retrospective study was conducted to evaluate the outcomes of six patients treated with vapor steam therapy for difficult anterior lunate hyperplasia and for difficult anterior meniscal enlargement. The study conducted included patients who underwent vapor steam therapy from (B)(6) 2023, with an average age of 73 years. The patients were treated in (B)(6). All patients underwent surgery under spinal anesthesia, and urethral catheters were removed on the fourth postoperative day in all cases. During postoperative period, was identified that one patient presented bladder reflux due to hematuria and there was another case of one patient that experienced urinary retention.